Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv100 device was observed leaking before use. According to the report, the device was filled with 240 ml of 0.9% sodium chloride. The sample was contained in a re-sealable pouch which was placed in a bigger re-sealable pouch. There was a lot of solution in the first pouch and some solution in the housing. The winged luer cap was disconnected. The fill port was secure. The winged luer cap was believed to be secure after filling. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" was confirmed. Examination of the unit revealed the cause of leak was due to a broken tubing at the junction of the luer post. This is a single use device and will not be repaired. No other cause of leak was found. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.